Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that he was hospitalized. Customer stated that his insulin pump was misplaced in the hospital. Unable to confirm if the hospitalization was diabetes related neither the blood glucose value. Nothing further was reported.